Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 5f mynxgrip vascular closure device (vcd) got out from the vessel while gently pull back two stops. There was no reported patient injury. The product was clinically used and will be returned for analysis. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The mynx vcd was prepped according to IFU instructions. The vessel type was arterial. The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. Hemostasis was achieved with manual compression less than 30 min. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of the 5f mynxgrip vascular closure device (vcd) got out from the vessel while gently pull back two stops. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The mynx vcd was prepped according to IFU instructions. The vessel type was arterial. The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. Hemostasis was achieved with manual compression less than 30 min. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle cartridge was engaged to the black handle with stopcock open as received. The sealant, advancer tube, syringe and procedural sheath were not returned with the device. It was noted that there was dried contrast in saline residue in the balloon, inflation tube and on the surface of the returned device. Leak testing could not be completed due to device¿s inflation lumen clogged by dried contrast in saline solution. Multiple attempts to inflate the balloon with water were exhausted. Therefore, the balloon diameter could not be verified. Visual inspection at high magnification showed that there was dried contrast in saline solution remain inside the balloon and on the surface of the returned device. A product history record (phr) review of lot f1826104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not able to be confirmed since the lumen of the returned device was clogged by dried contrast media/saline. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, it is not possible to determine what factors may have contributed to the pull through reported. However, it could have been attributed to handling factors, such excessive tension applied during pullback. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.